Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. The device was in good physical conditonon upon arrival. When the event log was opened, their was no evidence to suppoot complaint of accuracy. Once evaluation tests were performed, accuracy testing ranged '-4.48%, -3.34% and -1.53% (avg -3.12%), all within the published customer spec of +/- 6.0%, two outside the internal spec of +/-3.0% and one within. This is a fairly large discrepancy between their test measuring of -11.65% and our test. ' therefore it is beleived the expulser was out of speculation and needs replacement. Actions done to correct malfunction. Device was then inspected and passed all delivery and functional testing and is ready for service.

Event description:
Investigation results completed and device analysis will be updated. Post hazard code updated on cover page.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by -11.65%. There was no patient involved.